Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer received a low blood glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer declared: "my freestyle libre 3 plus sensor device is showing incorrect low glucose readings. Verified the correct glucose level with the old-style test strips, and the amount is 10 to 30 units higher than the sensor reading. This error has led to me taking excessive carbohydrates and interrupted sleep with false alarms." There was no report of emergent intervention for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.